Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no tissue clamped between the jaws. The irk was used to resolve the issue- to open the jaws of the device. There were no reports of the device moving in a reversed direction or uncontrollable. The device remained static.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.